Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was a hole in the tubing of a continu flo luer activated set. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed a hole in the tube. As a result, the reported condition was verified. The cause of the condition was determined to be that the tubing was cut by the packing machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.